Event description:
The customer contact reported that the device touchscreen would not calibrate. The device was returned to the biomedical dept for an unspecified reason. No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was found that the device touchscreen would not calibrate. The probable cause of the customer complaint is a broken touchscreen assembly. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.